Manufacturer narrative:
UDI: (B)(4). Device history record - the DHR shows no abnormalities related to the reported failure. Mayfield infinity base unit (a2079) was returned for evaluation. Evaluation found that repairs are required at this time to correct handle adjustment, replacement is required for worn shock cushions, and to the cracked left handle. No further investigation required based on the acceptability of risk and no adverse trends were identified. This issue will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the right gold handle of the mayfield infinity xr2 base unit (a2079) would not lock down/ tension issue. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.